Event description:
Knee effusion [joint effusion]. Knee swelling [joint swelling]. Case description: spontaneous report received on 06, 10 and 12 june 2008 from a physician regarding a (B) (6) female pt, (B) (6) with a medical history of knee arthrosis and three prior series of synvisc treatments. On (B) (6) 2008, the pt received one synvisc injection. On (B) (6) 2008, approx 7 days after starting synvisc, the pt experienced knee swelling and knee effusion. About 38 ml of serous liquid was withdrawn from the knee. The pt was treated with diclofenac (orally). On an unk date, the pt was also treated with 25 mg prednisolone and 40 mg gentamycine. Synvisc treatment was discontinued. On (B) (6) 2008, the knee was again aspirated and 40 ml of serous liquid was withdrawn. Subsequently, dexamethasone was injected intra muscularly. As of the time of receipt of this report the pt outcome was not yet recovered. The physician did not provide causality assessment of the events and use of synvisc. On (B) (6) 2008, the qa result was received. The production and quality control documentation for lot vo7132 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Manufacturer narrative:
Eval summary: the production and quality control documentation for lot vo7132 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.